Event description:
It was reported that during a da vinci-assisted general surgical procedure, the monopolar curved scissors (mcs) was not rotating properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no further information is available.

Manufacturer narrative:
Based on the claim against the product by the customer noting the rotating issue an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed and was found to have no failure. A visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. There was no problem detected. The complaint regarding the instrument's improper rotation was not confirmed by failure analysis.